Manufacturer narrative:
Qc was acceptable. No relevant instrument alarms were observed. No maintenance issues were identified. The field service engineer (fse) did not determine a cause for the event. Instrument performance testing did not pass. The fse performed a photomultiplier tube (pmt) high voltage (hv) adjustment. Afterward, instrument performance testing passed. The customer performed successful precision and correlation testing. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t gen 5 stat (troponin t stat) on a cobas 6000 e601 module. The initial result was 65.88 ng/l. The 1-hour sample produced a data flag on the e601 module. A numeric result was not provided. The 2-hour sample produced a data flag on the e601 module. A numeric result was not provided. Due to the initial high result, the original sample was repeated with a result of 7.11 ng/l. The repeat result was believed to be correct.

Manufacturer narrative:
The e601 module serial number was (B)(6).